Event description:
At the end of an ablation procedure, it was reported there was an error 8 message displayed on the unit. The procedure was completed successfully. On (B)(4) 2013, additional information was received, it stated towards the end of the case after successfully exchanging the catheter, a loss in signals occurred. The signal loss occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal loss occurred on both carto and the recording system at the same time. Based on additional information received, awareness date changed to (B)(4) 2013.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records investigation is completed. Concomitant product: smart touch unidirectional us catalog #: d133601 lot #: 15840356m. (B)(4).

Manufacturer narrative:
(B)(4). At the end of an ablation procedure, it was reported there was an error 8 message displayed on the unit. The procedure was completed successfully. On 07/22/2013, additional information was received, it stated towards the end of the case after successfully exchanging the catheter, a loss in signals occurred. The signal loss occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal loss occurred on both carto and the recording system at the same time. The system's ECG boards and backplane card have been replaced and this solved the issue. The ECG cards and backplane were sent to the manufacturer for investigation. It was identified that a backplane card malfunction caused the issue. Diode tvs d1000 failed the isolation test. Its resistance was less than the allowed tolerance. The ECG card was found operable. The DHR associated with carto 3 # r10063 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.